Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed high glucose readings on the ilet display and by fingerstick after breakfast, later exceeding 400 mg/dl, and subsequently identified that the infusion set had been deployed with the needle guard left in place. The user uses an inset infusion set and completed a full supply change, after which glucose trended down. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper deployment procedure of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.